Manufacturer narrative:
(B)(4). Results of investigation: this unit is being serviced by a carefusion authorized service technician. The evaluation is not complete at this time, once the evaluation is compete, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit is auto cycling continuously and the volumes are not high enough on the patient. The unit was on the patient for several months and biomed tested the unit on a test lung but was not able to duplicate the issue. There was no harm associated with this complaint.

Manufacturer narrative:
The suspect device was returned to a 3rd party service technician, ge health care. The device was field serviced on (B)(6) 2017, and reported to vyaire on (B)(6) 2017. Testing was performed and the service technician from ge health care reported that they could not duplicated the customer's reported issue. No failures were detected but the flow valve was cleaned and a 10k preventative maintenance was also performed. The device was returned to the customer and no parts or critical components were returned to vyaire, so no testing was performed by vyaire and no root cause could be determined.